Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection it was observed that the device had no physical damages. Functional testing consisted of opening the device to further investigate. The reported problem of something being loose inside the unit was able to be replicated. The root cause of the reported issue was found to be a loose o-ring washer and the o-ring from the input fitting. The customer may have dropped the components while inserting the input fitting. Repair actions included installing a new o-ring washer and o-ring. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. (UDI number) and (510k) are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that something is loose inside of the unit. No patient injury was reported.